Event description:
It was reported that: during a case, the user reported that they were unable to ventilate the patient in either auto or manual. Neither the breathing bag nor the bellows would inflate. The device was replaced to complete the case. No patient injury reported.